Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went swimming for approximately 30 minutes while wearing the pump. Subsequently, a malfunction alarm occurred and stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (260 mg/dl). The customer administered a manual injection for correction to bg level. It was indicated that the customer had manual injections available as alternate insulin therapy.